Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found frayed fibers and peeled outer layer on the balloon. The device was inflated and water was seen exiting the device from the location of the frayed fibers. The fibers were stripped and a longitudinal rupture was noted on the distal cone of the balloon. Therefore, the investigation is confirmed for the reported leak and rupture, as well as for frayed fibers and peeled outer layer. The definitive root cause for the identified issues could not be determined based upon the available information. An investigation is currently open to address the peeling outer layer issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly leaked air at 23atm. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during an angioplasty procedure the pta balloon allegedly leaked air at 23atm. Another balloon was used to complete the procedure. There was no reported patient injury.